Manufacturer narrative:
(B)(4). 2531779-03/24/2010-003-r the pump was returned to animas and evaluated by product analysis on (B)(6) 2011. Evaluation revealed a damaged force sensor flex connection at the force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed a damaged force sensor pin connection. This report is being made based on the evaluation results.